Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched and evaluated the iabp. Upon arriving to the event site, the stm was notified by the biomedical engineer that during the reported event, the iabp was covered with plastic causing a ventilation issues the stm tested the iabp and was unable to duplicate the reported issue. As part of the evaluation, the stm ran the compressor and monitored the temperature, but observed no up tick in temperature during operation. The stm suspects that the overheating message may have been caused due to the iabp being covered, resulting in the obstruction of ventilation to the compressor and this triggered the over-temperature error message. The iabp passed all functional and safety test per factory specifications and was returned to the customer, cleared for clinical use.

Event description:
It was reported that while customer was performing emergency procedure/surgery on a patient, the cardiosave intra-aortic balloon pump(iabp) emitted a loud alarm then displayed an "overheating" message on the screen. The iabp was turned off and swapped out without issue. There was no patient harm or adverse event reported.